Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/ erbe) involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/ erbe) was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. The iesu was energized, cauterized and all ports recognized instruments. The iesu had no significant scratches or dents. The front bezel is not cracked. The fuse housing in the back is broken.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. Intuitive technical support engineer (tse) checked the logs but could not find any related errors. Tse advised to check the cable connections (both ports), to replace the cables, restart the erbe vio and replace the instrument after all these steps, the generator still did not work. A third party equipment was used to proceed with the procedure. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Based on the field evaluation, this reported event was confirmed.